Event description:
The customer reported the system displayed a communications error message between the c-arm and monitor. The system is locking up. The screen went blank and didn't allow any input of info and took pictures but didn't recall it. They couldn't type any pt info in the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the monoblock arcing likely damaged the monoblock controller and software. He attempted to reflash the controller node with no luck. He installed the monoblock, controller, and sensor. This allowed the nodes to reload and he reloaded the software and calibrated the files. He performed a filament calibration and tested the system. The system operates as intended.